Event description:
It was reported that following a gastric implant procedure, after the patient received pain medication they experienced episodes of 2:1 atrioventricular (av) block. It was additionally noted by the technical services call-taker that this was most likely the result of t-wave oversensing (twos) post ventricular-pace by the right ventricular (rv) lead. It was further reported that the patient's rhythm stabilized over time, consistent with the pain medication wearing off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.